Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse checked the taught pick and place locations, which were acceptable. The cse found that the gripper fingers were damaged and replaced them. The cause of the tubes being dropped was due to a malfunction of the gripper fingers. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia labcell automation system reported that the sample manager dropped patient sample tubes while picking them up. The operator stated that they dropped a total of ten sample tubes. All samples except for one remained intact and were able to be tested. One sample tube spilled and the contents of the sample tube were contained in the sample manager. The operator cleaned the spilled contents while wearing the appropriate personnel protective equipment (ppe) and there was no contact with serum. The patient whose sample tube spilled was redrawn and tested for cardiac troponin I. There was a delay in reporting the result due to the redraw. There was no delay in treating the patient, as the cardiac troponin I result was within the normal range. There are no reports of patient intervention or adverse health consequences due to the delay in reporting the cardiac troponin I result.